Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced sever hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was 342 mg/dl. Customer stated that they were having symptoms like nausea, dizziness post of the covid vaccine. Customer stated that their ketone results were 4.2. Customer was treated with manual injections. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be retuned for analysis.